Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of an interlink extension set. This was noted when the set was flushed with normal saline solution during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed; including clear passage and pressure test, which revealed a leak between the micro winged female and the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.